Event description:
The customer reported that the insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose was 44 mg/dl. Customer stated his doctor had him on new medication. Customer stated that the batteries were out of the insulin pump greater than the duration allowed. During the battery out limit troubleshoot, customer got failed battery test. Customer's blood glucose was 100 mg/dl. After troubleshooting the insulin did not alarm failed battery test. Advised the customer that battery cap would be replaced to rule out any possible issue with the battery cap. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)